Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak around the white blood cell (wbc) bath. Upon further inspection, the fse found a pinhole on the yellow striped tubing for pinch valve vl12b (bath drain). The fse replaced the tubing to resolve the leak and inspected the hemoglobin (hgb) cuvette and lamp. The fse then verified the repair as per established procedures and no further leaks were observed. The fse also performed reproducibility, ran controls, and obtained results which were within published specifications. Failure mode of the event is attributed to a pinhole at the yellow striped tubing at vl12b. (B)(4).

Event description:
The customer reported that the coulter lh 750 hematology analyzer generated hemoglobin (hgb) vote outs (non-numeric results) for multiple patient samples. The customer opened the front door of the instrument and noticed that the instrument was wet and foaming under the bath area. The customer indicated that the leak was not contained within the instrument and approximately 10 milliliters of blue colored fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.